Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned, and screening analysis was performed, but no issue was identified requiring full analysis. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a tree branch impacted the implantable pulse generator (ipg) pocket site. A hematoma developed, but resolved with no visible issue at the pocket site. Later, erythema and warmth were noted followed by incisional erosion and discharge from the pocket. A drain was placed in the pocket and the patient was treated with antibiotics. The ipg system was explanted and will replaced at later time. No further patient complications have been reported as a result of this event.